Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted proximal gastrectomy procedure, when the two devices were docked as usual and fired, the anvil did not tilt. The handle was squeezed firmly. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. The wing nut was disengaged. The anvil of the instrument was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of damaged knife blade and disengaged wing nut that has no relationship to the reported condition. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut.". Replication of the disengaged wing nut can occur if the twist knob is pulled from the instrument by force. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.